Manufacturer narrative:
(B)(4). Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation conclusion code results. Unable to confirm complaint (device not returned). (Root cause could not be determined).

Manufacturer narrative:
Evaluation - related to operational context (tortuous nature of the vessel and the extreme bias of the guidewire may have contributed to the event). (B)(4).

Event description:
During procedure a complete self expanding (se) stent was used to treat a lesion in the external iliac. The lesion was 90% stenosed, very tortuous, calcified and difficult to access. The device was removed from packaging and device was inspected prior to use with no issues noted. The stent was deployed in the desired location but during removal of the delivery system tip detached and migrated to the femoral artery. The patient is reported to be ok post procedure and no clinical sequelae were reported. Image and photo review: three still procedural images and one photograph were provided for review. Two of the images show the deployed stent. The third image confirms the tortuous nature of the vessel. The photograph appears to show material detachment.

Event description:
The catheter was kinked immediately distal to the strain relief. The distal tip had detached. There was residue, possibly glue, evident on the inner member immediately proximal to the detachment site.